Event description:
It was reported that while using bd mycoprep¿ specimen digestion/decontamination kit, 75ml contamination was observed by the laboratory personnel. A gram stain was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "it was reported by the customer that believes mycoprep kit is introducing contamination of gordonia sp. Into the mgit tubes."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary: complaint history review: a review of past complaints on this product over the past 12 months does not indicate a trend on this issue. Device history record review: the review of the device history record did not indicate any discrepancies. All release testing was satisfactory and no deviations were noted. Evaluations results: based on the investigation, the complaint was not confirmed. No defect was observed. There is no systemic failure in the manufacturing process and the retention samples were satisfactory. As no deviations were observed in the investigation, no corrective or preventive actions are indicated at this time. However, bd will continue to monitor for trending. Investigation conclusion: based on the evaluation of the investigation, the complaint was not confirmed. No further actions will be taken as no confirmed trend has been identified. Bd will continue to monitor for trending. H3 other text : see h.10.

Event description:
It was reported that while using bd mycoprep¿ specimen digestion/decontamination kit, 75ml contamination was observed by the laboratory personnel. A gram stain was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "it was reported by the customer that believes mycoprep kit is introducing contamination of gordonia sp. Into the mgit tubes."